Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed lateral to the first clip. While establishing final arm angle (efaa) the second time, the clip opened. The clip was not implanted and the cds removed. Another clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.